Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076, implantable pacing lead, (B)(6) 2010; 5076, implantable pacing lead, (B)(6) 2010. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to feeling lightheaded and dizzy, and had passed out. The device was found to have the upper pacing rate set too low for the patient's level of activity. The device was reprogrammed with a higher upper rate and remains in use. No further patient complications have been reported as a result of this event.